Event description:
It was reported that boston scientific technical services (ts) was contacted for a battery assessment for this implantable device as the physician suspected premature depletion. Ts confirmed the battery was depleting prematurely and recommended device replacement within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.